Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the blender dial setting did not match with the analyzed/displayed fio2. When the blender dial was set to 30%, the analyzed reading obtained with an external analyzer and the displayed reading were both at 42%. The unit calibrated fine. There was no patient involvement.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the blender being out of calibration. Factory service repaired the unit and the unit meets manufacturer's specifications.